Event description:
The customer reported that during a ligament surgery on (B)(4) 2012, 2 units of the stated screws 'got broken.' The customer confirmed that the event was due to a failure to tap when a bone patellar tendon bone graft was used.

Manufacturer narrative:
Suspected root cause: failure to tap when bone patellar tendon bone graft used.